Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow-up, externalized conductors were observed via fluoroscopy. All electrical measurements were normal. Physician to monitor patient.